Event description:
It was reported the sphincterotome's cutting wire was fractured during incision. This occurred during a duodenial papillotomy procedure. The procedure was completed with another cutting device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.